Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. B5 - summary

Event description:
It was reported that a patient was scheduled for a lead revision on (B)(6) 2025. It was mentioned by the representative that the reason for the lead revision was that the patient was implanted by a different physician in 2020, and the patient was complaining of poor device efficacy and had the device turned off for over a year. The patient's current implant physician during evaluation and x-rays reported less than ideal placement for the snm therapy and decided to move forward with lead revision. There are no x-rays to provide at this time. There was a last-minute decision between the patient and the physician to swap out the implant battery, as the patient was having difficulties charging the current implant battery due to cognitive issues. During the procedure, the physician used fluoro to identify the current location of the axonics battery implanted on the patient's right side. The clinical specialist (cs) was prepping the new product for the lead/implant battery revision, and when done, noticed the physician began to cut on the left side of the patient. The cs was not aware at the time due to prepping the product. By the time the cs was at the end of the bed, the physician noted the battery was larger than expected, and there were double wires. The cs questioned the physician on the double-wires and noted that the axonics device only has one lead. The physician continued to remove the double wires and large battery without stopping to question. Once removed, the product was marked boston scientific. The clinical specialist advised the physician that the wrong wires and battery were removed, and that the product was not the axonics battery. The surgeon decided to proceed with the lead revision and battery replacement for the axonics system on the patient's right side. The old lead and battery were removed and successfully implanted with the new lead and recharge-free battery. The physician closed the pocket of the incorrect battery site, left side of the body, and educated the patient's wife about the accidental severance of the patient's pain stimulator, and took full responsibility for the mistake. On (B)(6) 2025, an email was received from the surgeon stating that the patient is requesting that the surgeon pay for his pain stimulator revision or may face a lawsuit. In the same email, the surgeon is asking if there is someone at boston scientific that the surgeon can speak to about helping to cover the cost of the pain stimulator revision in order to avoid the lawsuit. The representative spoke with the patient on (B)(6) 2025, and states they are doing well and happy with symptom control currently. The patient is scheduled for a follow-up appointment on (B)(6) 2025, at the moment a bsc representative more than likely will not be present.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. B5 - summary: this report is being submitted to correct the model number and serial number in field (d4) and implant/explant dates in sections: model number (d4). Serial number (d4). Implant date (d6a). Concomitant product/therapy (c2/d10).

Event description:
It was reported that a patient was scheduled for a lead revision on (B)(6) 2025. It was mentioned by the representative that the reason for the lead revision was that the patient was implanted by a different physician in 2020, and the patient was complaining of poor device efficacy and had the device turned off for over a year. The patient's current implant physician during evaluation and x-rays reported less than ideal placement for the snm therapy and decided to move forward with lead revision. There are no x-rays to provide at this time. There was a last-minute decision between the patient and the physician to swap out the implant battery, as the patient was having difficulties charging the current implant battery due to cognitive issues. During the procedure, the physician used fluoro to identify the current location of the axonics battery implanted on the patient's right side. The clinical specialist (cs) was prepping the new product for the lead/implant battery revision, and when done, noticed the physician began to cut on the left side of the patient. The cs was not aware at the time due to prepping the product. By the time the cs was at the end of the bed, the physician noted the battery was larger than expected, and there were double wires. The cs questioned the physician on the double-wires and noted that the axonics device only has one lead. The physician continued to remove the double wires and large battery without stopping to question. Once removed, the product was marked boston scientific. The clinical specialist advised the physician that the wrong wires and battery were removed, and that the product was not the axonics battery. The surgeon decided to proceed with the lead revision and battery replacement for the axonics system on the patient's right side. The old lead and battery were removed and successfully implanted with the new lead and recharge-free battery. The physician closed the pocket of the incorrect battery site, left side of the body, and educated the patient's wife about the accidental severance of the patient's pain stimulator, and took full responsibility for the mistake. On (B)(6) 2025, an email was received from the surgeon stating that the patient is requesting that the surgeon pay for his pain stimulator revision or may face a lawsuit. In the same email, the surgeon is asking if there is someone at boston scientific that the surgeon can speak to about helping to cover the cost of the pain stimulator revision in order to avoid the lawsuit. The representative spoke with the patient on (B)(6) 2025, and states they are doing well and happy with symptom control currently. The patient is scheduled for a follow-up appointment on (B)(6) 2025, at the moment a bsc representative more than likely will not be present.

Event description:
It was reported that a patient was scheduled for a lead revision on (B)(6) 2025. It was mentioned by the representative that the reason for the lead revision was that the patient was implanted by a different physician in 2020, and the patient was complaining of poor device efficacy and had the device turned off for over a year. The patient's current implant physician during evaluation and x-rays reported less than ideal placement for the snm therapy and decided to move forward with lead revision. There are no x-rays to provide at this time. There was a last-minute decision between the patient and the physician to swap out the implant battery, as the patient was having difficulties charging the current implant battery due to cognitive issues. During the procedure, the physician used fluoro to identify the current location of the axonics battery implanted on the patient's right side. The clinical specialist (cs) was prepping the new product for the lead/implant battery revision, and when done, noticed the physician began to cut on the left side of the patient. The cs was not aware at the time due to prepping the product. By the time the cs was at the end of the bed, the physician noted the battery was larger than expected, and there were double wires. The cs questioned the physician on the double-wires and noted that the axonics device only has one lead. The physician continued to remove the double wires and large battery without stopping to question. Once removed, the product was marked boston scientific. The clinical specialist advised the physician that the wrong wires and battery were removed, and that the product was not the axonics battery. The surgeon decided to proceed with the lead revision and battery replacement for the axonics system on the patient's right side. The old lead and battery were removed and successfully implanted with the new lead and recharge-free battery. The physician closed the pocket of the incorrect battery site, left side of the body, and educated the patient's wife about the accidental severance of the patient's pain stimulator and took full responsibility for the mistake. On (B)(6) 2025, an email was received from the surgeon stating that the patient is requesting that the surgeon pay for his pain stimulator revision or may face a lawsuit. In the same email, the surgeon is asking if there is someone at boston scientific that the surgeon can speak to about helping to cover the cost of the pain stimulator revision in order to avoid the lawsuit. The representative spoke with the patient on (B)(6) 2025, and states they are doing well and happy with symptom control currently. The patient is scheduled for a follow-up appointment on (B)(6) 2025, at the moment a bsc representative more than likely will not be present.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of cognitive changes and device - difficult to charge were defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. B5 - summary. This report is being submitted to correct the model number and serial number in field (d4) and implant/explant dates in sections: model number (d4). Serial number (d4). Implant date (d6a). Concomitant product/therapy (c2/d10). This report is being submitted to correct the UDI concomitant product, tined lead in field (c2/d10): (B)(4).

Event description:
It was reported that a patient was scheduled for a lead revision on (B)(6) 2025. It was mentioned by the representative that the reason for the lead revision was that the patient was implanted by a different physician in 2020, and the patient was complaining of poor device efficacy and had the device turned off for over a year. The patient's current implant physician during evaluation and x-rays reported less than ideal placement for the snm therapy and decided to move forward with lead revision. There are no x-rays to provide at this time. There was a last-minute decision between the patient and the physician to swap out the implant battery, as the patient was having difficulties charging the current implant battery due to cognitive issues. During the procedure, the physician used fluoro to identify the current location of the axonics battery implanted on the patient's right side. The clinical specialist (cs) was prepping the new product for the lead/implant battery revision, and when done, noticed the physician began to cut on the left side of the patient. The cs was not aware at the time due to prepping the product. By the time the cs was at the end of the bed, the physician noted the battery was larger than expected, and there were double wires. The cs questioned the physician on the double-wires and noted that the axonics device only has one lead. The physician continued to remove the double wires and large battery without stopping to question. Once removed, the product was marked boston scientific. The clinical specialist advised the physician that the wrong wires and battery were removed, and that the product was not the axonics battery. The surgeon decided to proceed with the lead revision and battery replacement for the axonics system on the patient's right side. The old lead and battery were removed and successfully implanted with the new lead and recharge-free battery. The physician closed the pocket of the incorrect battery site, left side of the body, and educated the patient's wife about the accidental severance of the patient's pain stimulator, and took full responsibility for the mistake. On (B)(6) 2025, an email was received from the surgeon stating that the patient is requesting that the surgeon pay for his pain stimulator revision or may face a lawsuit. In the same email, the surgeon is asking if there is someone at boston scientific that the surgeon can speak to about helping to cover the cost of the pain stimulator revision in order to avoid the lawsuit. The representative spoke with the patient on (B)(6) 2025, and states they are doing well and happy with symptom control currently. The patient is scheduled for a follow-up appointment on (B)(6) 2025, at the moment a bsc representative more than likely will not be present.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient was scheduled for a lead revision on (B)(6) 2025. There was a last-minute decision between the patient and the physician to swap out the implant battery, as the patient was having difficulties charging the current implant battery due to cognitive issues. During the procedure, the physician used fluoro to identify the current location of the axonics battery implanted on the patient's right side. The clinical specialist (cs) was prepping the new product for the lead/implant battery revision, and when done, noticed the physician began to cut on the left side of the patient. The cs was not aware at the time due to prepping the product. By the time the cs was at the end of the bed, the physician noted the battery was larger than expected, and there were double wires. The cs questioned the physician on the double-wires and noted that the axonics device only has one lead. The physician continued to remove the double wires and large battery without stopping to question. Once removed, the product was marked boston scientific. The clinical specialist advised the physician that the wrong wires and battery were removed, and that the product was not the axonics battery. The surgeon decided to proceed with the lead revision and battery replacement for the axonics system on the patient's right side. The old lead and battery were removed and successfully implanted with the new lead and recharge-free battery. The physician closed the pocket of the incorrect battery site, left side of the body, and educated the patient's wife about the accidental severance of the patient's pain stimulator, and took full responsibility for the mistake. On (B)(6) 2025, an email was received from the surgeon stating that the patient is requesting that the surgeon pay for his pain stimulator revision or may face a lawsuit. In the same email, the surgeon is asking if there is someone at boston scientific that the surgeon can speak to about helping to cover the cost of the pain stimulator revision in order to avoid the lawsuit.